Event description:
It was reported, the customer experienced high blood glucose. Customer's blood glucose would reach 400 mg/dl. The customer treated their blood glucose with a bolus. Customer declined to troubleshoot for their high blood glucose. It was also found the customer was hospitalized in the past for a non-diabetes related issue. The customer requested a new insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.